Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which was discovered via fluoroscopy. There was no device malfunction; however, the diameter of the catheter was thought to have contributed to the event. The pneumothorax was initially 4 centimeters (cm) in size after the procedure, the patient had shortness of breath and chest pain. A follow up chest x ray showed that the pneumothorax had increased in size to 5.7 cm. The target lesion was 8 by 9 millimeters (mm) in size and located in the periphery of the left upper lobe 3 mm from the pleura. A chest tube was placed, and supplemental oxygen was required. The procedure was completed as planned. According to the physician, the pneumothorax would have likely occurred via another modality. The patient was admitted for four days and was subsequently discharged home.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. System log review: per an isi advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time. This event is being reported due to the following conclusion: it was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement, supplemental oxygen and hospitalization.